Event description:
It was reported that the health care professional (hcp) requested a review of the report for this cardiac resynchronization therapy defibrillator (crt-d) following a report of a shock. Technical services (ts) noted all automatic pace thresholds stored in the configured collection period were successful. It was noted that the explant indicator was reach for this device. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.